Manufacturer narrative:
Evoke spinal cord stimulator (scs) system remains implanted. Per the event description, the patient was diagnosed with a small dural tear which is likely related to the spinal procedure. Dural tears can cause cerebrospinal fluid (csf) to potentially leak out into the surrounding space, this leak can present as symptoms such as headaches. Csf leak has been listed as a potential risk associated with the implantation of a scs system in manufacturer¿s instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient reported experiencing a headache following the implant procedure for an evoke spinal cord stimulator (scs) system. The patient was diagnosed with a small dural tear. An epidural blood patch procedure and a brain computed tomography (CT) scan was performed. The CT scan indicated a decrease in fluid, consistent with a cerebrospinal fluid (csf) leak. The physician deemed the reported patient symptoms to be procedure related.